Manufacturer narrative:
The analysis results confirmed that actual and representative samples were received with no apparent damaged. The cartridges were tested for functionality with test device. Upon functional testing of the device, the instrument loaded, retained and deployed 6 clips as intended over suture. The clips were formed as intended and conforming to our manufacturing requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: there are 6 lapra ty clips per cartridge. If 7 clips did not close, is this complaint related to 1 or 2 cartridges of lapra ty clips? One complete package returned and one package with 5 returned (both are the same lot number) how many cartridges would not close? Was it only 1 cartridge that had that complaint? It seems it was only one cartridge. The hospital returned all with the same lot number. The quantity involved will be updated in the file from 7 to 1 because it sounds like the complaint is about just 1 cartridge of lapra ty suture clips. Do you agree? Yes. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent a gastric bypass procedure on (B)(6) 2017 and suture clips were used. During the procedure the clips didn't close. There were no adverse consequences for the patient. Another like device was used to complete the procedure.